Manufacturer narrative:
Manufacturer ref. No.: (B)(4). This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01690 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported intermittently powering off and on, which was observed and confirmed during evaluation. Evaluation found fully depressed battery contact pins unable to rebound as designed (2 of 8, two negative pins) causing the failure. Evaluation found using a known good rear case the unit powered on using a dc power supply alleviating intermittent powering on and off by itself. The rear case was replaced to correct this condition. Eval: loose/intermittent connection.

Event description:
During baxter's evaluation of a spectrum pump, the device intermittently powered on and off without user input. There was no patient involvement.